Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the drill fractured. The fragment was unable to be removed from the femoral head.